Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient showed up with a sheared off poly from the patella. Surgeon performed an irrigation and debridement and replaced poly component from the porous 3 peg patella and increased the thickness of the insert one size to a 17.5. Doi: (B)(6) 2009. Dor: (B)(6) 2019. Right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.